Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. Visual inspection of the returned product found the lens optic torn. One haptic was torn off and bent. The lens was returned in liquid. Based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon noted a cq2015a collamer three piece lens, +22.0 diopter, was broken upon removal from the lens vial. There was no patient contact. The reporter stated the surgeon felt the lens was received defective.

Manufacturer narrative:
Event problem and evaluation codes: method code(s): (process evaluation): device history record review. Result code(s): (no failure detected): based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).